Manufacturer narrative:
The autopulse platform s/n: (B)(4) was returned to zoll and evaluated. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found the head restraint wires heavily frayed, a cracked corner (opposite side of the display), a crack on the front enclosure, and a bent battery lock. The autopulse platform is a reusable device and was manufactured on 08/27/2013. Therefore, this type of issue is characteristic of normal wear of the device. Review of the archive data found numerous user advisory (ua) 41 (patient temperature sensor failure) error messages had occurred on 07/19/2016 and 07/20/2016; however, not on the reported date of event (B)(6) 2016. During functional testing, ua41 appeared only once after powering on the device and did not reoccur. As a result, a root cause to the customer complaint could not be verified. During functional testing, the platform ran for 45 minutes on a mannequin without any issues. To prevent a probability of ua41 from reoccurring, the temperature sensor was replaced. The platform was placed in a run in test for 15 minutes and passed. Additional repair and an update were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue and remains current. The damaged top cover, front enclosure, and battery lock were replaced. The power distribution board was updated. The platform passed all final testing criteria.

Event description:
During a routine shift check, it was reported that the autopulse platform s/n: (B)(4) displayed a user advisory 41 (patient temperature sensor failure) error message. There was no patient involvement reported.